Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred post-operatively following a correction of eventration by laparoscopy. The patient in this procedure had been placed with mesh fixed with 30 tacks and 8 days after the procedure, the mesh and tacks were completely loose in the cavity as observed under laparoscopic vision. The surgeon converted the laparoscopy to an open procedure to retrieve all of the tacks and replace mesh. The event led to a reoperation, an extended surgical time for 30 minutes or more, the incision was extended more than 1 inch, extended hospital stay, and there will be an additional operation to correct the issue. The patient was alive with injury.